Event description:
It was reported that the patient presented in clinic for a follow up with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator on a real-time electrocardiogram. Programming changes were made. Additional information was requested, but not received.